Event description:
Patient up to bathroom with assist of 1. Patient complained of weakness, assisted to floor and called for help. Patient became unresponsive and code called. Patient in v. Fib. During code, it was noted the power supply to his lvad was not connected to the controller, no alarms sounded. Power reconnected, pulse re-established. Patient did not wake up. Transferred intubated with pulse to ccu.